Manufacturer narrative:
The medical device is not available for analysis, therefore the device itself could not be investigated.

Event description:
Ous MDR - the patient received inappropriate shock, and was hospitalized (B)(6) 2014 . The ICD was reprogrammed and medication was changed. There were no other adverse effects reported for this patient. The device remains implanted.